Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced the front case. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. And product was returned for servicing, which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed, for the sn#: (B)(6). Which confirmed, no similar complaints with the same or related failure mode. Based on the findings, service determined, that the proximate cause of the reported issue was, due to electrical failure of the keypad; unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.

Event description:
It was reported, that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.